Event description:
The customer reported that the freedom drive exhibited an irreversible fault alarm while supporting a pt. The customer also reported that due to recent multiple fault alarms on previous drivers, the pt subsequently sent to the hospital and switched to a companion 2 driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.